Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
It was reported that the patient¿s oxygen needs have increased to 8lo2 (over the last few months), and the patient has experienced oxygen desaturation (82-83%spo2) while sleeping (over the past few nights) while using the life 2000 device. The patient¿s caregiver confirmed that medical intervention was not required, the caregiver closes the patient¿s mouth, and the patient¿s saturation level recovers. The patient¿s caregiver also reported that during the night, the patient has been found with the device¿s nasal interface off the patient¿s nose and the life 2000 device does not alarm. Per the patient¿s prescribing physician, the patient was advised to continue the use of the life 2000 device for daytime use and use alternate means of ventilation at night. The alleged non-alarming life 2000 device was swapped and there have been no further issues reported, and it is noted that the patient has been able to maintain her oxygen saturation. This report was filed in our complaint handling system as complaint (B)(4).

Event description:
It was reported that the patient¿s oxygen needs have increased to 8lo2 (over the last few months), and the patient has experienced oxygen desaturation (82-83%spo2) while sleeping (over the past few nights) while using the life 2000 device. The patient¿s caregiver confirmed that medical intervention was not required, the caregiver closes the patient¿s mouth, and the patient¿s saturation level recovers. The patient¿s caregiver also reported that during the night, the patient has been found with the device¿s nasal interface off the patient¿s nose and the life 2000 device does not alarm. Per the patient¿s prescribing physician, the patient was advised to continue the use of the life 2000 device for daytime use and use alternate means of ventilation at night. The alleged non-alarming life 2000 device was swapped and there have been no further issues reported, and it is noted that the patient has been able to maintain her oxygen saturation. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was initially reported that the patient¿s oxygen needs increased to 8lo2 (over the last few months), and the patient has experienced oxygen desaturation (82-83%spo2) while sleeping. In this event, the patient did not require medical intervention for the event of oxygen desaturation that occurred while the patient was sleeping. The change in oxygen level was temporary, (the patient recovered upon occlusion of the patient¿s mouth). Furthermore, this event was not life-threatening and there was no report of permanent impairment of body function or damage to body structure; therefore, a serious injury did not occur in this case. Additionally, the inspection of the life 2000 device notes that 5 lpm of oxygen from a everflo respironics 5 litter oxygen concentrator was bled in, therapies were run at low, medium, and high activity levels and no alarms were observed, and no error message were received. The inspection found no malfunction of the device and the device performed as intended.

Manufacturer narrative:
It was reported that the patient¿s oxygen needs have increased to 8lo2 (over the last few months), and the patient has experienced oxygen desaturation (82-83%spo2) while sleeping (over the past few nights) while using the life 2000 device. The patient¿s caregiver confirmed that medical intervention was not required, the caregiver closes the patient¿s mouth, and the patient¿s saturation level recovers. The patient¿s caregiver also reported that during the night, the patient has been found with the device¿s nasal interface off the patient¿s nose and the life 2000 device does not alarm. Per the patient¿s prescribing physician, the patient was advised to continue the use of the life 2000 device for daytime use and use alternate means of ventilation at night. The alleged non-alarming life 2000 device was swapped and there have been no further issues reported, and it is noted that the patient has been able to maintain her oxygen saturation. This patient is a 76-year-old female with a relevant medical history or chronic hypoxemic respiratory failure, idiopathic pulmonary fibrosis, bronchiectasis, and gerd. The patient utilizes the life 2000 device in conjunction with a 10l oxygen concentrator (unknown brand). The customer denied the flow meter ball drop on the oxygen concentrator and there was no report of a malfunction due to device interaction. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The life2000 ventilator is designed to alarm for a condition where the patient¿s inspiratory pressure falls outside of the prescribed set inspiratory pressure measurement range. Oxygen desaturation can be contributed to disorders such as respiratory failure or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient did not require medical intervention for the event of oxygen desaturation that occurred while the patient was sleeping. Although the patient¿s oxygen level was clinically below the normal range (82-83%spo2), the change was temporary, and medical intervention was not required (the patient recovered upon occlusion of the patient¿s mouth). Furthermore, this event was not life-threatening and there was no report of permanent impairment of body function or damage to body structure; therefore, a serious injury did not occur in this case. The cause of the patient¿s desaturation is likely related to a combination of her increased need for oxygen, the inadvertent nocturnal mouth breathing, as well as her underlying pathology. However, it was reported that the device did not alarm following the displacement/removal of the l2k interface tubing from the patient¿s nares. The inspection of the associated device is pending at this time, therefore a malfunction cannot be ruled out. If any additional relevant details are received the complaint will be addressed accordingly. If the event were to recur (failure to alert for low inspiratory pressure) it is likely to result in serious injury.

Event description:
It was reported that the patient¿s oxygen needs have increased to 8lo2 (over the last few months), and the patient has experienced oxygen desaturation (82-83%spo2) while sleeping (over the past few nights) while using the life 2000 device. The patient¿s caregiver confirmed that medical intervention was not required, the caregiver closes the patient¿s mouth, and the patient¿s saturation level recovers. The patient¿s caregiver also reported that during the night, the patient has been found with the device¿s nasal interface off the patient¿s nose and the life 2000 device does not alarm. Per the patient¿s prescribing physician, the patient was advised to continue the use of the life 2000 device for daytime use and use alternate means of ventilation at night. The alleged non-alarming life 2000 device was swapped and there have been no further issues reported, and it is noted that the patient has been able to maintain her oxygen saturation. This report was filed in our complaint handling system as complaint # (B)(4).